Event description:
The complainant reported a patient on impella support with a rp flex pump. The complainant reported the placement signal was lost after turning the patient. The flows did not drop, and the placement was confirmed. Motor current did not rise.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: placement signal issue: the cause of the issue could not be determined as no product or logs were returned for analysis.

Manufacturer narrative:
The subject device has been discarded. The investigation is still ongoing.